Manufacturer narrative:
(B)(4). The epgs was used for verification testing at the supplier facility. While preparing for a test execution, one the epgs units was displaying inconsistent fio2 measurement values on the monitor. As for precaution, an oxygen (o2) sensor was replaced but the issue still remained. The epgs was returned for evaluation. The product surveillance technician (pst) tested the o2% accuracy and found the readings displayed on the ccm and on the external oxygen analyzer were outside of specification. Replacing the o2 sensor and software module did not resolve the issue. The o2 sensor direct current (dc) output voltage was measured and found to be with specification. The service repair technician (srt) found the sechrist blender was out of calibration, which was causing the epgs to operate out of specifications. The srt installed a new sechrist blender. The epgs operates to manufacture specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2017-00068 and 1828100-2017-00070.

Event description:
It was reported that during the use of the device for a non-clinical activity, one of the electronic patient gas system (epgs) was displaying inconsistent fraction of inspired oxygen (fio2) measurement values on the monitor. There was no patient involvement.